Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the handle did not work. It was stated that the green indicator was confirmed to be illuminating when the charging was completed. The handle was then removed from the charger and was set up in the shell but did not turn on. The handle was reconnected to the charger and green indicator illuminated. The handle was removed from the charger again and tried to be turned on but still did not start up. The handle was tried to restart several times but there was no response. A new handle and shell were prepared and used as a temporary solution and could be used without any problem. There was no patient involvement.